Manufacturer narrative:
D9: date returned to mfg 3/21/2024. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens, peeled downstream occlusion (dso) seal, worn upstream occlusion (uso) seal, and battery door damage. The event history log confirmed multiple system fault 41,622 occurred and multiple high alarm displayed: cassette not attached properly occurred. Functional testing was able to replicate error code 41622. The cassette not attached alarm was not replicated but confirmed in the event history log. The root cause of error code 41622 was determined to be a bad optic switch and the root cause of the cassette not attached error and dso damaged was determined to be an intermittent dso sensor. The optic switch and dso sensor were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited error code 41622, cassette not attached error, and a damaged downstream occlusion. There was no patient involvement.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.